Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger h3: analysis of the recharger found they got a batteries low replace controller batteries soon message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they just got back from meeting with doctor and a manufacturer representative (rep) and the rep told pt to call patient services for a new controller, battery pack, and recharging paddle. Pt stated both controller and implant are not taking or holding a charge for a month or so. Pt stated when they unlock controller, they see looking for device and no device found. Agent had pt reset controller (pt could not see/read the controller serial number during the call). Agent had pt plug controller in ac power supply with no battery pack; the screen came on. Pt reinserted battery pack and saw solid green light on the controller. Pt then stated the recharger sometimes heats up at the "connection of the cord". Agent reviewed pt can update date/time once the implant is charged. Agent reviewed controller is fully charged and functioning as intended but implant is depleted so pt cannot see the battery percentages. The issue was not resolved.  A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.